Manufacturer narrative:
Drager medical tried to receive additional info concerning the device and the reported event. The hospitals management and biomedical department were contacted on 5th may and on 13th may, by phone and e-mail, but no info was received. Evita xl internally monitors the proper function of the relevant components. If the ventilator detects an internal failure, the user will be alerted by visible and audible alarm and a text message will be displayed on the screen. Under some conditions the ventilator may perform a warm start to restore the internal database. Such a warm start needs approx 8 sec and is accompanied by alarms. During the warm start, the pt hose system is opened to environment to enable the pt for spontaneous breathing. The users reported a software problem which was solved by replacement of an eprom chip. This info is contradictory. The software of the evita is stored in flash memories, which can not be replaced by service technicians. In case of a fault, the replacement of the complete board would be required. In the mentioned eprom info like software option codes and calibration data is stored. If this data can not be read for any reason, possibly calibration data or options like special ventilation modes are not available. The evita xl would alert the user during start-up that calibration of sensors has to be performed. There exists no software problem or increased failure rate of above mentioned components which could have any coherency with the reported event. Due to the lack of info, no final conclusion could be drawn.

Event description:
It was reported that: ventilator was found to have software problem and the eprom chip was replaced, and the ventilator returned to service.